Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact on the customer's blood glucose level, as the customer declined to answer specific questions regarding blood glucose. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue recurred, which the caller understood and acknowledged.